Manufacturer narrative:
Phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte 24ga x 0.75in, the user experienced difficulty advancing the catheter. The following information was provided by the initial reporter. The customer stated: at the time of performing the venipuncture, the 24-gauge venocath does not slide easily, which can cause rupture of the vein. It must be taken into account that it is difficult to channel neonatal patients and the possibility of causing an adverse event increases. The catheter often breaks near the cone or has a crack. No sample available for analysis.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported when using the bd insyte 24ga x 0.75in, the user experienced difficulty advancing the catheter. The following information was provided by the initial reporter. The customer stated: at the time of performing the venipuncture, the 24-gauge venocath does not slide easily, which can cause rupture of the vein. It must be taken into account that it is difficult to channel neonatal patients and the possibility of causing an adverse event increases. The catheter often breaks near the cone or has a crack. No sample available for analysis